Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 were found. The down button is always active. Due to an external mechanical influence the snap dome of this button is pressed through. This source led to an always activated up button and unclearable e8 error messages. The problem mentioned by the customer is related to mishandling of the product by the customer.

Event description:
Patient reported, the up button on infusion device is difficult to press but still functions. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.